Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station had a failed drawer with broken cubie. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer failed with a broken cubie. A field service engineer (fse) found that the auxiliary cabinet 3-1 had failed, inspected and found that the row tray was warped and required to be replaced. The fse replaced the broken row board tray for drawer 3-1, tested all pockets and resolved the issue. The system functioned as intended after the field service engineer repaired the device.